Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported high drain error 104 condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain four) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 06:10:57. No additional information is available.